Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report will be amended when the investigation is complete.

Event description:
It was reported that patient was revised due to instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed as the product was not returned, no visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.